Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant low results for 1 patient sample tested for troponin t hs stat on a cobas 6000 e 601 module. The initial result was 7.74 ng/l. This result was reported outside of the laboratory where the doctor did not believe the result as the patient had a previous troponin t hs stat result 8 hours earlier of 102.2 ng/l. The sample was repeated and the result was 128.5 ng/l. The customer stated the original sample was under filled and the repeat was done in a sample cup on top of an aliquot tube. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 30564601 with an expiration date of 30-jun-2019. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The investigation was unable to find a definitive root cause.